Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as sometimes dry and flaky, but with the lifevest on it is moist. The patient's doctor prescribed an unknown cream to treat the irritation. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.